Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the occluder head display was blank. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Event description:
A physician questioned high tsh results for two patients. Aliquots from the patient samples were sent to a reference laboratory (using chemiluminescence methodology) for repeat testing. The customer also repeated the samples on this 2010 rack elecsys analyzer. Patient 1, initial tsh result was 5.61 uiu/ml (accompanied by a data flag). The reference lab result, generated (B)(6) 2010, gave 3.940 uiu/ml. The repeat result, generated (B)(6) 2010, on the 2010 rack elecsys, gave 5.50 uiu/ml (accompanied by a data flag). Patient 2, female, born (B)(6), initial tsh result was 4.64 uiu/ml (accompanied by a data flag). The reference lab result, generated (B)(6) 2010, gave 3.440 uiu/ml. The repeat result, generated (B)(6) 2010, on the 2010 rack elecsys, gave 4.59 uiu/ml (accompanied by a data flag). The initial tsh results were reported outside the laboratory. No adverse events have been reported regarding these discrepancies. The tsh reagent lot number was 15879701. The field service representative determined the measuring cell was old and needed to be replaced. He replaced the measuring cell and ran performance tests which were acceptable. The customer ran all calibrations which were successful.

Manufacturer narrative:
The patient samples were not available for investigation. A specific root cause could not be identified. It cannot be clarified whether the old measuring cell caused the elevated tsh results because the patient samples were not rerun after measuring cell replacement by the field service representative. It is also not possible to conclude, based on the provided data, that the results obtained from the elecsys 2010 were erroneous. The initial results were reported to the physician who questioned the results warranting the repeat testing. No adverse events were reported.